Event description:
The customer returned product for battery compartment contamination, during physical inspection it was found that the downstream occlusion (dso) seal was degraded, and dso sensor was damaged. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no previous services. The event history log was reviewed and there are no errors related to the customer complaint. During visual inspection it was found that the downstream occlusion (dso) sensor was damaged, and the dso seal was degraded. The motor test found that the motor exceeded six million revolutions. The dso sensor, the dso seal and the motor were replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.